Event description:
It was reported that the device had a no disposable alarm. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage. There was evidence of the reported problem recorded in the event history log. The customer reported problem was verified. The sample was fully priming and connected, the pump was set running and a no disposable alarm was activated. An inoperable component was the cause of the reported issue which was traced to manufacturing. A CAPA for no disposable alarm issue was opened to identify the root cause of the issue. Corrective actions for no disposable alarm issue will be addressed under same CAPA. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.